Manufacturer narrative:
We received the catheter as a sample. The ll-hub is connected to a needle free connection system and the extension line is shut by the sliding clamp. Furthermore, infusion / medication residues are visible in the extension line. Flushing the catheter, after opening the sliding clamp, doesn't result in a flow. Microscopic examination shows that the catheter tube is partly torn out at the junction of the catheter and fixation wing. The surface of the broken area is rough, which is a typical sign for the effect of excessive tensile stress and/or degradation of the catheter material pur due to the use of alcohol-based disinfectant. We were informed that the customer used alcohol-based disinfectant. There is a statement in our product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants. Moreover, we have a warning leaflet in each blister concerning this matter. From previous complaints we learn of various possible causes of a tensile fracture: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it, placing stress on the line resulting in a tensile fracture . Routine care - when lifting the baby to change bedding . Movement - the baby themselves catching the line, normally with a foot, during movement a review of the batch history records was performed, and no deviations were found. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. The tensile force for the involved junction of catheter and fixation wing was between 3.64 n and 6.39 n and therefore also within our specification (minimum acceptable value is 3 n). Visual tests and incoming goods inspections are carried out with no exceptions found. There is one additional complaint for batch 290720gh and there are five additional complaints regarding a leaking catheter at the junction on this device (code 1252.031) within the last three years. Corrective action: no further corrective action initiated by quality management due to this complaint, as this catheter worked well for 10 days and there are no indications of a manufacturing fault. However, both vygon USA and germany will continue to monitor this issue.

Event description:
PICC found to be leaking near the connection at the plastic wings at dressing change.

Manufacturer narrative:
The failed device will be returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
PICC found to be leaking near the connection at the plastic wings at dressing change.